Event description:
In 2009, the lay user/reporter contacted lifescan (lfs) to report the one touch ultrasoft lancing device had a loose cap. The sr. Medical surveillance specialist was able to classify the complaint based on the info originally provided. Six days prior to contact lifescan, at 3:00 am, the pt noted the cap of the reported lancing device was loose. Five minutes later, the pt experienced the symptoms of shaking and disorientation. The pt administered self-treatment with food and/or drink. He did not seek any medical attention. The issue was not resolved. The lancing device was replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to a problem with the reported lancing device, and he received treatment with food to alleviate the symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.